Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer removed the o-ring but was unable to finish troubleshooting with tandem technical support at the time of the event. No additional information was provided. The customer experienced a blood glucose (bg) level that was "high"; although specific value was not provided and moderate ketones. A correction injection was administered to address the high bg.